Event description:
Healthcare professional reported approximately a year after injection in an unspecified site with unspecified juvederm voluma and juvederm ultra 2, the patient was admitted to the hospital for developed "facial edema." The patient's face was "scanned" by a radiographer who attributed the reported swelling to the "dermal filler." Patient has been treated with antibiotics and steroids.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.